Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic when noise on the rv lead was observed. X-ray imaging was planned. No further information is available at the time.